Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely no image occurred due to a cable failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus 4k camera head was losing its image during a therapeutic procedure. According to the initial reporter, the procedure was successfully completed, without patient harm, by changing over to another unit.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. A faulty cable unit was discovered and caused the reported failure to occur. Additionally, the switch was deformed, a leakage was present, and the labels on the rear cover had completely faded away. If additional information becomes available following the device evaluation, a supplemental report will be filed.